Event description:
It was reported use of the scs system has been limited because it has not been covering the correct pain areas. Reprogramming was attempted to no avail. The pt was in a car accident in the spring. X-rays were ordered along with a physician follow-up to review the images and determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.